Event description:
Initial report was recieved of a dialysis patient who had loc within the first 5 min of undergoing hemodialysis treatment. Reportedly, the patient started dialysis when she had a seizure and became unconscious. Ade applied, no shock was done. CPR was performed by the rn. Further information has been requested from the reporting facility and has been learned that the patient has had a pacemaker placed. There is no sample available for evaluation.